Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient regarding the patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Friend or family member reported the patient has an ongoing bacterial issue, which includes uti, and is currently in the hospital for it. Caller says it clears up and then occurs again. The patient turned the ins off because it has never been effective. Patient will follow up with their healthcare provider (hcp) to address the issues. No device issue alleged.